Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid into the reagents vials causing possible contamination.

Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer dripped fluid into the reagents vials causing possible contamination. The customer discarded all the reagents on board the instrument. Through troubleshooting, the customer was able to determine the root cause for the reported incident. The customer confirmed that the waste cap was not properly tightened. A fluid sys that has not been properly secured, such as a waste bottle cap that was loose is known to cause a vacuum or pressure loss in the fluidics sys and may result in probe drip or dilution cup overflow. The customer corrected the reported problem and returned the instrument to expected operation. No death or serious injury was reported as a result of this incident. If the alleged malfunction were to recur undetected contamination of reagents may occur, which may lead to erroneous test results. Based on the available info and the results of the investigation, mts could not rule out user error as a contributing factor. No malfunction of the analyzer could be identified. Incident is isolated.